Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, device partially fired. The staple line on the back of the anastomosis was incomplete. The surgeon had to over sew the staple line. The surgical time was extended for 30 minutes or more.